Manufacturer narrative:
The device was returned to the manufacturer for analysis and showed signs of physical damage. As reported, the threads of the clamp were damaged and would not turn. The socket head of the screw was rounded out and had tooling marks that suggested a plier type tool was used on the screw head. The reported event was confirmed. The most likely cause of the report was over-torquing the device with a non-approved device such as pliers.

Event description:
A site representative reported that, while in a spinal fusion procedure, an open spine clamp screw was stripped making it difficult to tighten securely to the spinous process. A different instrument was brought in to tighten the screw and continue the procedure. This device was re-sterilized/re-processed and was not pre-tested prior to use. The site requests replacement. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Per the product complaint form, this device was re-sterilized/re-processed and was not pre-tested prior to use. This issue was discovered by the surgeon when attempting to use the instrument. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.